Event description:
It was reported that c100-o was connected to an infusion bag at the pharmaceutical department. When the protective cap was opened, there was a leak of infusion solution. When looking inside, a hole was found. <correction> when customer opened the blue cap (not a clear protective cap), a hole was found inside.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The adapter was disassembled for a detailed evaluation and a hole in the septum was observed. A hole can occur due to a lack of filling during the molding process. Our molding department inspected the sample and identified the hole is not consistent with a manufacturing issue but rather it has been punctured by another device. A device history review was performed for reported lots 2405501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage was observed on any of the devices, the septum's were all intact. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for lot 2405501 and no issues were identified; product was verified to meet required specification. Based on the our quality team's investigation, we are not able to identify a root cause related to the manufacturing process at this time. It appears the septum was punctured before using, causing the leakage reported. Complaints receive for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that c100-o was connected to an infusion bag at the pharmaceutical department. When the protective cap was opened, there was a leak of infusion solution. When looking inside, a hole was found. No patient harm.